Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; left asr xl acetabular system; reason for revision: alval/soft tissue reaction.

Event description:
Claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision - bi-lateral left asr xl acetabular system reason for revision: alval/soft tissue reaction see (B)(4)/ com(B)(4) for right hip revision. Update received: 19th july 2013 - amended implant date: (B)(6)2008 and added product: taper sleeve. Correction: 02 aug 2013 - implant date and revision dates were entered the wrong way around. Update 24 jul 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: sep 05, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.